Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Event description:
Patient's husband reported the infusion device displays an e7 (electronic error) message while attempting to change the insulin cartridge. Husband followed the correct procedure; issue persists. On (B)(6) 2013, preliminary investigation found an e7002 in the device history and the vibra alarm does not work. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation is in progress.